Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was only receiving approximately 1/4 of their intended basal delivery. Pump data was reviewed and determined that the customer was manually changing their date to enter in their blood glucose information into the pump. Reportedly, customer was not entering in their blood glucose information on time and changing the date to enter in the information. Basal delivery was changing to match the date and time the pump was being changed to. Tandem technical support educated the customer on entering their blood glucose information when it's supposed to be entered and not changing the time and date to enter in information.